Event description:
Home pt (hp) reported pt line of homechoice set became loose from transfer set during treatment phase drain 4 of 4. Hp received system error 2240 alarm and discontinued treatment. Hp reports no pt injury or medical intervention.